Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Information received indicates while performing preventive maintenance, the technician found the bed had a high ground resistance reading.